Event description:
The customer alleged they received questionable bilirubin results on their b221 analyzer for one patient. The patient's first bilirubin result from a whole blood sample on the b221 analyzer was 726 umol/l accompanied by a data flag. When the doctor reviewed the result, he requested a new blood sample be drawn. The bilirubin result from the new whole blood sample on the b221 analyzer was 728 umol/l accompanied by a data flag. A blood sample taken at the same time as the patient's second sample was tested on an olympus au 640. The bilirubin result was 273 umol/l and it was reported outside the laboratory. The patient was not adversely affected by this event. The bilirubin reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The quality control results before and after the event were all ok. An investigation of the logfiles found no analyzer related reason for the event.

Manufacturer narrative:
Medwatch (manufacturing site) was updated.